Event description:
Manufacturer rep. Reports product returned, due to infection. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.